Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up , automatic mode switching episodes (ams) and noise episodes were reported. The atrial lead remains implanted and the patient will continue to be monitored. The patient was stable.